Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by visual observation of wash residue buildup under the waste container. Fse noted cap showed severe signs of corrosion and damage due to several years of use. Fse replaced the waste line assembly and validated instrument by performing quality control run; all results passed without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected a 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The most probable cause of the reported event was due to broken/corroded waste cap.

Event description:
A customer reported a broken waste cap and leak from waste line on the aia-2000 instrument. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.